Event description:
Procedure type: lap supra cervical hysterectomy. According to the reporter: while using the device, the surgeon clamped it on the anterior wall of the cervix, which was very thick tissue. He closed the device and toggled. The toggle button went up and when the surgeon opened the device the needle remained in the jaw but was broken in half. The surgeon found the needle but as it was being retrieved through the trocar, the needle dropped into the abdomen. The pt was x-rayed, and the x-ray was processed, but a second x-ray had to be taken due the poor quality of the 1st x-ray. After the 2nd x-ray, the surgeon identified the needle fragment and was able to remove it. A new device and dlu were used to complete the case. The surgery was delayed 55 minutes due to this incident.